Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, a 47-year-old patient, with erectile dysfunction of an unidentified cause, received an inflatable penile prosthesis implant on (B)(6) 2016. The patient sought a doctor on an unknown date, reporting loss of rigidity of the prosthesis and impossibility of erection. The doctor opted for revision surgery carried out on (B)(6) 2022, when all components of the prosthesis were replaced, according to the medical report, the prosthesis presented rupture of an unspecified component, for an undefined cause. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot confirm any observations and cannot comment on the condition of the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Correction: e141301 was removed and replaced with e2107.